Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional injecting in the zygoma/maxilla with unspecified juvéderm® voluma¿, in the glabella, perioral/lip/nasolabial with unspecified juvéderm® volift¿, and in the perioral/lip/nasolabial with juvéderm® volbella¿ with lidocaine. About two and a half years after injection the patient experienced ¿delayed onset of granulomas/nodules.¿ biopsy results confirming granuloma have been received. Treatment included prednisone, betam, triamcinolone, macropen, zelitrex. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00109 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2020-00110 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvéderm® voluma¿.

Manufacturer narrative:
Additional data: b.5.

Event description:
Additionally, healthcare professional reported that the symptoms have "not completely resolved but probably at 80 - 90 %". The patient is happy with this at the moment.